Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A customer reported that the plpul2020, ultra surgical smoke evacuation pencil device was used in a scheduled repeat cesarean section/ spinal anesthesia procedure on (B)(6) 2025, and ¿item burned thigh of patient, no complication - 1.2 cm burn. Once procedure was completed and dressing applied, ort pulled back the drapes to find a small burn to r upper thigh. Once noted, drapes were examined to burn measurement = 1.2 cm. No active bleeding. Patient cleaned and to recovery. Physician notified. Photo taken. On (B)(6) 2025 patient instructed on incident. Denies any discomfort or awareness of burn. Hospitalist consulted for wound care. Silvadene cream ordered and applied bid. On (B)(6) 2025 @1030 discharged to home. No increased length of stay.¿. The procedure was completed without the use of an alternate device and no delay. Further assessment was attempted, and a good faith effort was made to obtain additional information; however, no response has been received to date. There was no report of a device malfunction. This report is being raised due to the reported injury of a burn of unknown degree to the patient.